Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the b30 error and scattered image noise occurred due to a defective cr board. The board likely failed due to short circuit resulting from dust, high voltage or surge from power supply or usage environment. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "error message: scope communication error cause: unable to communicate with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had a b30 error code displayed. The issue was found during inspection before use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿b30 error display¿ was confirmed. The device evaluation found the error code b30 occurred due to printed circuit board failure. Additionally, dotted image noise issue was found due to connector board failure. And there was dust inside the main body of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.